Event description:
It was reported that the camera head is defective and that the image sometimes disappears when the cable is pulled. Therefore, there was a loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.